Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge to address the issue and resumed insulin therapy.